Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The systems interface pcb assembly was evaluated and ordered for replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.